Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) punch in heartstring device had an issue while it deployed. Upon viewing the punch device, the handle separated at the top where the punch activation button is located. The seal was not associated with this complaint, just the punch. Completed with the same device. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 08/23/2022. An investigation was conducted on 12/06/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The end where the deployment button is located was observed to be in half. The needle was observed to be bent, but unable to determine when the needle was bent. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break" was confirmed as well as the analyzed failure "material twisted/bent needle" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000250652 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.